Event description:
It was reported that the patient had pump erosion. It was not believed that the patient was getting much relief from the system. The device system was used to deliver baclofen at 365mcg/day. It was later reported that the pump was explanted and the patient was being managed with oral baclofen. It was later reported that the pump eroded through the skin. The patient required hospitalization. The patient outcome was reported as ¿no injury¿. The device system was used to deliver gablofen 370mcg/day at 2000mcg/ml.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j10860r53, implanted: (B)(6) 2003, product type catheter; product ID 8711, lot# j11459r41, implanted: (B)(6) 2003, product type catheter. (B)(4).